Event description:
It was reported that the patient¿s testicles were swollen while they were performing a mid-day exchange for peritoneal dialysis (pd) therapy. The physician stated that the swollen testicles were due to a new inguinal hernia on the right side. The treatments for the swollen testicles and the new inguinal hernia on the right side were pd therapy adjustments. The caregiver (cg) reported that the patient was going to have an arteriovenous fistula placed in the arm as a ¿safeguard or back up plan¿ for access to hemodialysis if it was needed. However, the patient planned to continue the pd therapy. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis cannot be performed. A review of the device and service history records were performed and revealed no abnormalities or malfunctions that could have cause or contributed to the reported hernia. Should additional relevant information become available, a follow-up report will be submitted